Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a reservoir was attached to a drain. When suction was started it was found that the exit port cap of the device was too loose to plug properly and it could not give pressure well. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the exit port was inspected to identify any damage, cap was connected to the port and it was in good condition, cap could be removed only by applying force and it did not detached easily. Y- connector ports were inspected to identify any damage, and ports were in good condition. During sample evaluation it was verified that the plate was able to be opened and closed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2015 and a reservoir was attached to a drain. When suction was started it was found that the exit port cap of the device was too loose to plug properly and it could not give pressure well. There were no adverse consequences to the patient. Additional information has been requested.